Event description:
Angioplasty with stent placement was being performed. The cook grii 2.5/20 stent was placed in the left anterior descending artery and inflated to 6 atmospheres for 60 seconds. The balloon was deflated and when the balloon was pulled back, the stent came with it and lodged in the proximal left anterior descending artery. Unsuccessful attempts were made to snare the stent with a microsnare 7mm. The physician dictated "in view of the pt's hemodynamically stable condition and absence of chest pain without EKG changes, it was elected to take the pt to the or for coronary artery bypass surgery and stent removal."